Event description:
During an emergent code in our emergency department, the defibrillator failed to deliver 120j shock to patient. Defibrillator exchanged and sequestered for biomedical inspection and repair. Code completed with good results on back up defibrillator. Biomedical found the defibrillator to fail 30j self test with 2 given error codes 72 and error code 76. Biomedical noted that the error code 76 has occurred in the past on these defibrillators. Defibrillator removed from service to be sent to mfg for repair and analysis. Manufacturer response for defibrillator, monitor and pacemaker, r-series (per site reporter). Manufacturer informed technician to send unit in for repair. RMA issued.